Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that it feels like the ins in their buttock had moved. Patient was going to the bathroom all the time. The patient also reported they had been having really bad pain on their tailbone. They can hardly walk and their tail bone hurt so bad. Patient was not sure of the cause of the pain but stated they broke their tailbone 30 years ago and was told that when they got older they would get arthritis there. Patient had fallen 5 times. Patient had an appointment with someone at managing physician's office tomorrow. Patient asked for help charging external devices and expressed confusion that they don't know what they were doing. Ps reviewed external device charging. Recommended patient keep both externals plugged to charge and then bring them with to their healthcare provider (hcp) appointment tomorrow.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back requesting assistance increasing stimulation. Patient stated they are constantly going to the bathroom 24/7. Agent walked patient through connecting to ins and patient increased stimulation to a comfortable level during the call. Patient will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists.